Manufacturer narrative:
Additional information: d10, h3, h6 customer complaint of failure to interrogate was confirmed. The device was received with no telemetry and could not be interrogated, this is consistent with low battery levels. Analysis performed with the rco data indicates no anomalies. The implant duration exceeds the projected longevity indicating normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device could not be interrogated. A device malfunction was suspected, and the device was explanted to resolve the event. The patient was in stable condition.